Event description:
A report was received that a sparc sling was implanted. As a result, the pt has suffered "severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also reported that the pt "has suffered infection/inflammation, tissue abrasion and other severe adverse health consequences."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.